Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: part # 00771101010/ femoral stem / lot # 62645290, part # 00875705201/ shell with cluster holes / lot # 62674908, part # 00625006525 / bone screw/ lot # 62698746, part # 00625006525/ bone screw/ lot # 62690221, part# 00877503201/ bioloxâ® head/ lot # 2720466.

Event description:
It was reported the patient underwent hip revision surgery 4 years post implantation. During the surgery the head and liner were revised. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 2648920.

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 2648920.